Event description:
Ventilator did not allow for exhalation to occur. Pressure rose to the popoff level. Unable to get ventilator to enter the exhalation phase until flow control was reduced to minimal level.